Event description:
Customer reports disconnection of the chest drainage system. No further info available at this time. Clinical consequence: pneumothorax.

Manufacturer narrative:
Sample requested for evaluation, but has not been received yet. Should device become available, a detailed review of the device will be performed.